Manufacturer narrative:
The subject device was sent to olympus for evaluation. During inspection and testing, there was no air/water flow and the packing was damaged. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the reported event was due to the cracks in the packing of the air/water valve resulting in the valve not being airtight. This resulted in a pressure increase and negative pressure applied to the nozzle. Because of this, liquid and blood were absorbed from the distal end of the endoscope and they were clotted. However, a definitive root cause of the reported issue could not be identified. The cause of the cracks in the packing could not be identified, although they were of a size that could be visually confirmed, and could have been detected at pre-use inspection of the device. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, that during pre-use inspection of the evis lucera ultrasound gastrovideoscope, blood came out from the tip nozzle of the scope. Therefore, additional cleaning of the scope was performed using an oer-5 endoscope reprocessor. However, during cleaning of the scope, filamentous tissue pieces came out from the air supply/water supply nozzle tip of the scope due to inadequate cleaning. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the scheduled examination was completed using another company's ultrasonic endoscope. There were no reports of patient harm associated with this event. There were three air/water valves involved. This report is for the first air/water valve. The gastrovideoscope is being reported on the medwatch with patient identifier (B)(6) . The second air/water valve is being reported on the medwatch with patient identifier (B)(6) . The third air/water valve is being reported on the medwatch with patient identifier (B)(6) .